Event description:
Customer reported the x-ray tube was arcing. No the pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. System operates as intended. This MDR is related to ge healthcare.